Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. Based on visual inspection of the product's specification, it was noted that the line between the cuvette and prebypass filter makes it prone to kinks. The specification is designed based on customer preference. Terumo has revised the pack to change tubing thickness. The pack will be reviewed during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, "there was a kink in the line between the venous cuvette and the pre-bypass filter." The product was not changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.